Event description:
It was reported that during an acl reconstruction, the ultrabutton tension was incorrect, prompting the specialist to use a plastic hand bar to tension the sutures and reduce the button. The button broke clean away from the sutures and was removed. In consequence, the graft had to be removed from the knee, requiring an additional procedure to dissect to the femoral ultrabutton and cut it off. The graft was extracted by pulling from the medial portal, re-stitched, and a new femoral ultrabutton was passed successfully. There was a surgical delay; however, the duration was not reported. No further complications were noted.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the ultrabutton device on a surgical drape, with no sutures present and with tissue remnants. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the material specification form requirements for the material and the material must comply with provided certificate of conformance. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force during use). Based on this investigation, the need for corrective action is not indicated.